Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
He customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR report addresses patient two (2) of five (5). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on direct tested nasopharyngeal swabs. Confirmation testing on nasopharyngeal swabs in viral transport medium (vtm) with pcr seegen generated negative results. The customer stated the patient was asymptomatic. The patient was hospitalized in orthopedic department - opened fracture right leg.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1017966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/lot 1017966 and test base part number 190-430/lot 1017966. The lot met the required release specifications. Aa review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017966 showed that the complaint rate (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.